Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A other health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure the injector didnot push out the lens properly and end up the lens stuck in the cartridge. Physician worried, the optic would be scratched due to this hiccup and decided not to proceed implantation with the lens. Doctor changed another injector and used the same power, same model back up lens to continue the surgery. Additional information has been requested however no further information received.